Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the right ventricular (rv) lead exhibited an out of range impedance measurement. At the time no fracture was noted and the physician confirmed a good lead to device connection. Post surgery the rv lead impedance measurement decreased, but was still out of range. The physician opted to recheck the lead the following morning. One day post implant, the rv lead impedance measurement had decreased and was within normal limits. Although the cause of the out of range impedance measurements were unknown, dried blood on the is-1 pin was suspected. No adverse patient effects were reported.